Event description:
Customer performed a blood glucose test and received a result of 191mg/dl. Their eye was twitching and they couldn't feel their face, they state they fainted. They were taken to the emergency room and they received a result of 43mg/dl. The customer was given a pill and give candy at the hosp. Controls were out or range. A request was made for the return of the suspect device and replacement product was sent.